Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: the inner plug is abnormal.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the customer's indicated failure mode of improper assembly was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause for the indicated failure to be attributed to the assembly process.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: the inner plug is abnormal.